Event description:
A (B) (6) customer alleged high results using when testing with a brio meter. The (B) (6) branch received a bottle of test strips with only 4 strips left. A control test was performed using one of the strips and the result was 221 mg/dl. The normal control range was 89-131 mg/dl. The branch also stated the returned strips appeared to be degraded. No adverse events were alleged. The test strips are to be returned (B) (4). The customer's test strips were already replaced.